Event description:
The complainant had an impella 5.5 pump placed for a cardiogenic shock patient. The pump had decreasing purge flow and increasing purge pressure. Two days later, lyse therapy was performed. Purge flow and purge pressure were in range now. Additionally, the team stopped heparin systemically due to colon bleeding. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs do not show any log abnormalities. The 5s parameters were stable and there were no 'impella position unknown' alarms before placement signal monitoring was disabled. The logs do not show any false impella position in aorta or in ventricle alarms. The root cause of the optical signal issue was not determined as there were no issues or alarms related to pump positioning abnormalities, limited clinical information was provided and no product was returned for analysis a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-29044. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-29044

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
The investigation of high purge pressure and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. High purge pressure: the data logs show a gradual rise in purge pressure about 138 hours into support. Purge pressure rises for over an hour before high purge pressure alarms while purge flows decrease. Clinical mention lysis protocol was followed. Purge pressure remained elevated for about 4 or 5 hours before returning to normal values. The root cause of the high purge pressure was most likely biomaterial as evidenced by the pattern observed in the data logs and clinical mention of lysis resolving the issue. Vascular damage - peripheral vessel: clinical mention a gi bleed with colon bleeding that led to pause of heparin. No additional information was provided. The root cause of the vascular damage - peripheral vessel was not determined as insufficient clinical information was provided.